Event description:
Additional information received that one solitaire used as in pass one microcatheter was damaged and changed it to ¿other¿ non medtronic microcatheter. There was 1 pass made with the solitaire. Due to damage to the microcatheter and micro guidewire caused by the tortuous path, the catheter was replaced with a frepass microcatheter (0.021 inch × 150 cm). The patient's vessel curvature is severe, so the microcatheter damage is normal use damage, non-device defect; device deficiency pushwire break or separation due to path tortuous microcatheter and microguidewire damage. The patient's final mtici score was 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report a solitaire pushwire broke/separated. Due to the path tortuous microcatheter and micro guidewire damage. Patient details: mrs score: 0 nihss score available: 14.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that ancillary devices include an avigo guidewire, a rebar 18 microcatheter, and a catalyst 6 catheter.